Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 236 and 227 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer stated she did not have any more test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date at time of call is three months. The customer stated she has not had any recent changes in diet, exercise, or medications. The customer stated she takes glucophage for diabetes management. The meter memory was reviewed for previous test result history: (B)(6).